Event description:
Implant loss, mobility implant removed during prosthetic restoration cf received only on (B)(6) 2022 product on (B)(6) 2022.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.